Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that healthcare professional has experienced some weeping/leaking of contrast from the end cap on the side port of the powerloc needle. No patient serious injury or harm reported. Nother information was provided.